Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the catheter was difficult to flush and air ingress was observed near the transducer. The procedure was completed with another of the same device. There were no patient complications.